Manufacturer narrative:
Vup esm was replaced .

Event description:
Hamilton medical ag received the following event description: after switching on, device alarmed with " panel connection lost".

Event description:
Hamilton medical ag received the following event description: after switching on, device alarmed with " panel connection lost".

Manufacturer narrative:
Vup esm was replaced . A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. No patient was connected to the ventilator at the time of the event. The root cause was determined to be a defective vu esm board. In consequence (correction) vu esm board with part number msp396377 was replaced.